Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
In the procedure, the balloon of the subject device was broken inside the bile duct. The fragment was retrieved. The intended procedure was completed. There was no patient injury reported. This is the report regarding the falling off of the balloon.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation for the subject device, there was no abnormality in the balloon at the distal end, but we found that the device was divided into two parts at the junction between tubes. This is the report regarding the disconnection of the device. At the junction between tubes, the application range of the adhesive was appropriate. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, we presume that the junction between tubes was broken since the user withdrew the device forcibly under high load. The instruction manual of the device has already warned as follows; do not pull the tube with excessive force. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. If it is difficult to withdraw the balloon, deflate it before withdrawing. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope. *when using an endoscope equipped with a forceps elevator, do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".